Event description:
Clinic notes dated (B)(6) 2014 reported that the patient¿s vagal nerve stimulator was ¿compromised¿ because of skin breakdown from repeated trauma from a harness that was used at school. It was reported that high lead impedance was present on the patient¿s vns system upon interrogation and diagnostic testing, so the generator was programmed off to 0ma. Device tracking was notified of the disablement. The patient¿s seizures may have worsened. The caregiver indicated the patient had an increase in seizures at home and school was concerned with seizure increase. The patient was referred for x-rays. The x-ray report indicated that the lead extending into the left neck are discontinuous at the level of the clavicle. A separate retained lead fragment was also noted in the neck. Surgical intervention has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution.